Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported trauma might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user fell and hit her head on the implant side. The user is able to hear, but not as well as prior to her fall. At the last follow up visit still some swelling over the stimulator body/coil was noted. The audiologist was able to do a remapping and the user reported significant improvement in clarity of the sound with the device. As per new information from (B)(6) 2019, since (B)(6) 2017 the user reports continued decrease and fluctuations in performance, and that she can push on the internal device site and feel movement. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell and hit her head on the implant side. The patient is able to hear, but not as well as prior to her fall. At the last follow up visit still some swelling over the stimulator body/coil was noted. The audiologist was able to do a remapping and patient reported significant improvement in clarity of the sound with the device. No plans for revision at this time.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to new information received from the field additional affected channels have been observed and re-implantation is planned, however no date has been scheduled yet. Since an increasing number of channels have been observed over the years, progressive damage of the active electrode due to device minute mobility is suspected. Mechanical influences, like the reported trauma to the head may have led to a weakening of the fixation and therefore may have led to device mobility. Additionally, the recipient reports that since the impact the implant can be moved by pushing on it. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
The user fell and hit her head on the implant side. The user is able to hear, but not as well as prior to her fall. At the last follow up visit still some swelling over the stimulator body/coil was noted. The audiologist was able to do a remapping and the user reported significant improvement in clarity of the sound with the device. As per new information from may 2019, re-implantation is considered. Since (B)(6) 2017, the user reports continued decrease and fluctuations in performance, and that she can push on the internal device site and feel movement. No date for surgery has been scheduled yet.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode caused by the reported accident appears likely. However, in-situ measurements from 2014 were already showing several channels in hi status and some involved in a short circuit, which points to a progressive damage of the active electrode due to device minute mobility. Reportedly the patient has been re-mapped and reports significant improvement. No plans for revision at this time.

Event description:
The user fell and hit her head on the implant side. The user is able to hear, but not as well as prior to her fall. At the last follow up visit still some swelling over the stimulator body/coil was noted. The audiologist was able to do a remapping and the user reported significant improvement in clarity of the sound with the device. No plans for revision at this time.